Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, when making the wirsung duct cut, the "guide or wire" breaks and the cannulation cannot be done. The procedure was completed with another ultratome xl device there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.